Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis for this procedure: adjacent segment disease occurred. Level implanted: l4/5. Procedure: posterior lumbar inter-body fusion (plif). It was reported that after patient underwent initial plif surgery due to adjacent segment disease occurred and operation was performed on (B)(6) 2016. Post-op, the screw at l5 was loosened due to infection, so after the infection ended. Revision surgery was performed, since l5 was not working, added screw to iliac.